Event description:
Reportedly, the facility has tracked several various pt injuries. There is a variety of procedures and reported results. According to the facility the only common denominator between these cases has been the referenced generator. The user feels the heat from the ligasure device is spreading to surrounding tissue. Including the ureters. In one case the pt required additional surgery to fix the damaged tissue. A request has been made to the facility for additional information.